Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, an alert indicating the device was in backup vvi was noted. An abbott representative was contacted, and the implantable cardioverter defibrillator was restored to normal function. No patient consequences were reported, and the patient was stable throughout.